Event description:
The distal platinum marker band of an xt-27 microcatheter (made by stryker neurovascular) detached during removal of the evolve flow diverter delivery system. The marker band got loose and fell off. The marker was seen on final imaging in the distal mca vessels. The patient woke up from the procedure and did well. No adverse effects of the marker band were noted. The catheter was given to stryker for analysis.